Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest blood glucose of 392 mg/dl for about three hours after pausing the pump for approximately one hour during the evening and consuming additional unannounced milk with dinner; the user observed no leakage, noted normal supplies, and the pump was unpaused before contacting support, with guidance provided to allow automated correction. Symptoms included elevated blood glucose without ketone testing, dizziness, loss of consciousness, or need for assistance. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no back-up therapy, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with education on allowing the system time to correct and on accurate meal announcements. Investigation of this case revealed that device alarms were not implicated and a device malfunction was not identified, with the event consistent with postprandial hyperglycemia potentially influenced by unannounced carbohydrate and a temporary pump pause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.